Manufacturer narrative:
This is 1 of 2 reports. Device is not available to the manufacturer.

Event description:
It was reported that during the procedure physician was unable to deliver the subject coil out of the micro catheter. During the attempt to remove the subject coil from the patient¿s anatomy, it prematurely detached inside the micro catheter. The micro catheter was withdrawn from the patient¿s anatomy and the detached subject coil was removed along with it. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. During the visual inspection, the coil proximal contact was seen to be kinked bent. The delivery wire was seen to be kinked bent. The main coil was seen to be detached from the pusher wire. Functional testing was not carried out due to condition of returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The delivery wire and proximal contact were seen to be kinked bent, this can be presumed to have been caused by handling of the device. The as analyzed 'coil delivery wire kinked bent' and 'coil proximal contact kinked bent' will be assigned handling damage as this complaint appears to be associated with handling of the product or portion of the product during the procedure. The main coil was seen to be detached therefore the as reported will be confirmed and the as reported 'coil in catheter friction' and as reported/as analyzed 'main coil prematurely detached/separated during use' will be assigned procedural factors as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure physician was unable to deliver the subject coil out of the micro catheter. During the attempt to remove the subject coil from the patient¿s anatomy, it prematurely detached inside the micro catheter. The micro catheter was withdrawn from the patient¿s anatomy and the detached subject coil was removed along with it. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.